Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2022. Fiducials were administered transperineally and the procedure was done under general anesthesia. Magnetic resonance imaging (MRI) showed gel in the serosa near apex of the prostate. The rectal hump was penetrated as the needle entered and then when the gel was injected at the midgland and base, some of it tracked back towards the rectal hole at the apex. The patient developed a fistula that was treated with surgical repair. The patient received brachytherapy prior to spaceoar placement. Sterotactic body radiation therapy (sbrt) has been postponed for 6 months.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6), 2022. Fiducials were administered transperineally and the procedure was done under general anesthesia. Magnetic resonance imaging (MRI) showed gel in the serosa near apex of the prostate. The rectal hump was penetrated as the needle entered and then when the gel was injected at the midgland and base, some of it tracked back towards the rectal hole at the apex. The physician planned to do stereotactic body radiation therapy (sbrt) and advised patient to wait for 6 months. There were no patient complications reported as a result of this event. The patient completed brachytherapy. ***additional information received on (B)(6),2022*** the reported event is in reference to two patients, one who had a fistula and surgical repair and the current patient did not have a fistula and did not have a surgical repair.

Manufacturer narrative:
Additional information received on (B)(6) 2022 update on the following block b5:describe event or problem block h6: patient code, impact code block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed block h11: correction statement this is in reference to two patient, one who had a fistula and surgical repair that was previously reported under, report number 3005099803-2021-05703, and the current patient did not have a fistula and did not have a surgical repair.